Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the device and peri-prosthetic effusion discovered during a breast assessment. The breast is inflamed and painful. The device has been explanted and replaced with a new implant. This record relates to an unknown side.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later added seroma-late.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: inflammation/ irritation: unable to observe, as it is not related to the device. Rupture: observed, 1 opening assessed, as fold flaw opening. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, rupture of the device. And peri-prosthetic effusion discovered, during a breast assessment. The breast is inflamed and painful. The device has been explanted and replaced with a new implant. This record relates to an unknown side.